Event description:
It was reported that during a laparoscopic hand assisted nephrectomy procedure, when the surgeon went to fire the device on the renal artery, upon firing the staples did not properly form causing the renal artery the tear. The bleeding was controlled and stopped with sutures and clips. The surgeons also indicated to circulator that it appeared the staples didn't form properly or at all. A new device was opened to complete the case.

Manufacturer narrative:
(B)(4) = incomplete firing cycle. Additional information was requested and the following was obtained: how much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. Was the procedure converted to an open procedure? No stayed hand assisted was there any change in the post-operative care for the patient as a result of the event? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. What color cartridge was being used? Unknown (cartridge is being returned as well- its in the bag, didn¿t touch because patient has (B)(6)). What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? No. Were any unexpected noises heard? If so, when? Unknown. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown the analysis results found that the ats45 device was received in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. In addition another cartridge was received. The reload (b) was received partially fired and with no damage to the spring cartridge lockout which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device was tested for functionality with the returned reload (a) and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.